Manufacturer narrative:
It was reported that two communication errors occurred during a surgery in guidance mode. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the first communication error was caused by an udp socket timeout and the second communication error was caused by a controller error.the technical root cause of the first communication error is a known design defect. The root cause of the second communication error cannot be determined.

Event description:
It was reported that while the robot arm was positioned on trajectory g, a communication failure occurred. The field service engineer (fse) had recently exited the distance to target window, and the surgeon was applying non-excessive force to the arm while driving an anchor bolt into the skull. The vigilance device was not being pressed. The fse re-intialized system and allowed 60 seconds before plugging back into the outlet but did not press and reset emergency stop button, and a second communication failure occurred. A second re-initialization and emergency button reset fixed the problem, and surgery continued. The patient was anesthetized, first incision was made, approximately 10 minute delay to surgery, no clinical consequences.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that while the robot arm was positioned on trajectory g, a communication failure occurred. The field service engineer (fse) had recently exited the distance to target window, and the surgeon was applying non-excessive force to the arm while driving an anchor bolt into the skull. The vigilance device was not being pressed. The fse re-initialized system and allowed 60 seconds before plugging back into the outlet but did not press and reset emergency stop button, and a second communication failure occurred. A second re-initialization and emergency button reset fixed the problem, and surgery continued. The patient was anesthetized, first incision was made, approximately 10 minute delay to surgery, no clinical consequences.